Event description:
Supplemental report is being submitted due to the completion of the investigation on 14-jun-2024.

Manufacturer narrative:
PMA/510(k) # k210476. Device evaluation the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. With the information provided, a physical examination and document-based investigation was conducted. It should be noted that this file is related to another complaint files. For details of the other investigation please refer to pr (B)(4)/ MDR#3001845648-2024-00189. Manufacturing records prior to distribution, all echo-19 devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for echo-19 of lot number c1969791 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label the notes section of the instructions for use, ifu0101 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use. Also, section intended use of the instructions for use (ifu0101) states: ¿this device is used to sample targeted submucosal gastrointestinal lesion through the accessory channel of the ultrasound endoscope.¿ there is evidence to suggest that the customer did not follow the instructions for use ifu0101. Image review an image was not returned for evaluation. Root cause analysis a definitive root cause could be attributed to off label use. From additional questions we know that customer used echo-19 in kidney. User/use related complaints are considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. The user has not complied with the requirements of the IFU and/label. Summary: complaint is confirmed based on visual and/or functional inspection. According to the initial reporter, the patient did not require any additional procedures due to this occurrence. Complaints of this nature will continue to be monitored for similar events.

Event description:
User detected the needle penetrated the surface of sheath during biopsy. User retracted the device and observed the needle broken inside the sheath ((B)(4) - emdr # 3001845648-2024-00189) user changed to another same device to complete the procedure. Type of procedure: eus, kidney this file will captured the off label use of the replacement device reported used in this procedure ((B)(4)) (off label use - device was used in the kidney while the intended use of the device is to sample targeted submucosal gastrointestinal lesions through the accessory channel of an ultrasound endoscope.) ((B)(4) - current complaint) patient outcome: "a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence." Patient/event info - notes: as per (B)(4) ( emdr # 3001845648-2024-00189) re images of the device or procedure available? No. 2. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? At sheath 3. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No 4. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? No. 5. If the device is a procore needle, is the device damage located at the notch / core trap? N/a if no, please specify where the damage is located: _____________________ procore procore 6. Please describe the location in the body for the intended target site (pancreas, stomach, lungs etc.). Kidney a. If the lungs, which lymph node was being targeted? E.g. 2r, 2l, 4r, ao, ar, 11ri, 11s etc. B. 2rl 4r ao ar 11ri 11s 7. Please describe the size of the intended target site. 6.3cm*7.8cm 6.3cm*7.8cm 8. If not with the device in question, how was the procedure performed and/or finished? With another same device to complete the procedure. 9. Was the device used in a tortuous position? No. 10. Are images of the device or procedure available? No. 11. Was it damaged in packaging before removal? Suspicious yes 12. Was it damaged on removal from packaging? No 13. Was force required to remove the device? No. For complaints occurring during use (once in contact with endoscope) also ask: 14. What is the endoscope manufacturer and model number that was used? Olympus fan scanning endoscope 15. Was force required on insertion of device into scope? No. 16. When was the issued noted? E.g. On advancement of the sheath/needle or on needle retraction? Needle advancement 17. Was difficulty experienced while retracting the needle? No. 18. Was the syringe used during the procedure, after the stylet was removed? No. 19. Was the needle able to be fully retracted before removing from the patient? 20. Was gaining access to the targeted site difficult? No. 21. Was the endoscope in a flexed or twisted position at any time during the procedure? No. 22. Was needle penetration of the targeted site difficult? Yes 23. Was the stylet partially removed prior to advancement of needle? Yes 24. How many biopsies/passes were obtained with use of this needle? 1 25. Did any section of the device detach inside the patient? No. 26. If kinked below the sheath extender, did they notice the kink before placing the device into the scope? No. 27. Was there difficulty or slipping experienced of the sheath extender or lock ring during use? No. 28. Was there difficulty in attachment / detachment of the leur to the scope? No. 29. If the device is procore and it is kinked distally, is the kink at the notch / core trap? Procore 30. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? No 31. Was there difficulty in attaching or detaching the device to the accessory channel port on the scope? N/a, yes, no 32. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? No 33. If an ebus procedure did the needle tip hit the cartilage rings of the trachea? No. Ebus.

Manufacturer narrative:
PMA/510(k) # k210476 investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.